Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 34 mg/dl, 70 mg/dl, and 33 mg/dl within 10 minutes. Customer had shakes when he had the reading of 34 at 3:06 pm and 33 at 3:16 pm. Customer was able to eat some sweets and orange juice on his own but he could not get it himself. Wife got the food for him. He felt fine after eating, did not seek medical treatment. A request was made for the return of the meter and strips, replacement sent.